Event description:
During routine rounding by cna, pt was found expired, sitting on the floor with chin in the bed rail. Half of bed rails were up on pt's bed. Specialty mattress was in use on bed and was inflated and functioning. Tabs alarm was intact and functioning, but did not alarm with pt's change in positon.